Event description:
On (B)(6) 2012, pt had vaginal hysterectomy with bso and midurethral sling for uterine prolapse and associated urinary incontinence. The ligasure device was used during the procedure to cut and ligate tissues. During the procedure, no complications were noted, however, following discharge from the hospital, the pt noted an area of burn injury in the vaginal region. The surgeon stated that the burn was probably from stem created by the ligasure device.